Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: upon evaluation of the device all the components were correctly engaged, no assembly error and/or defect related to the manufacturing process was identified. The plunger was in a partially advanced position. Traces of lubricating material can be observed in the cartridge tip. The lens got stuck at the cartridge tip, and the lens came out of the side of the cartridge. The cartridge tip is damaged and the cartridge tube as well. This condition could be happen due to an excessive force when forwarding the plunger causing cartridge crack. The reported issue of cartridge crack was verified; however, due to the condition of the sample received the reported rod stiff could not be verified. Based in the analysis of the product returned it is not possible to determine if the reported issues are related to the handling or to the manufacturing process. Therefore, product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the twisting part of the deployment was stiff and as the rod advanced it appeared to come out of the side of the cartridge tip. A second lens was used without any complications. Product investigation as per (B)(6) 2021 confirms that the damage of the cartridge was at the tip. No other information was provided.